Event description:
The customer provided questionable results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3) and free thyroxine (ft4). The result for ft3 was erroneous. The erroneous result was reported outside of the laboratory where it was questioned by the physician. Based on the clinical status of the patient, there was a strong suspicion of thyroid cancer being diagnosed. The same patient sample was sent to a different laboratory where repeat tests were performed on (B)(6) 2014. The initial result for ft3 was 17.76 ng/l. The sample was repeated on an abbott architect analyzer on (B)(6) 2014 where the result was 3.17 ng/l. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The ft3 reagent lot number was 178189 with an expiration date of may 2015. The cobas e601 analyzer serial number was (B)(4). Patient samples were returned for investigation. The presence of an interfering factor was identified. The possibility of this interfering factor causing falsely elevated values is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Further investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.